Event description:
The customer reported that there was a communication failure error message. This error resulted in an intermittent loss of fluoroscopic functionality. There is no report of a patient injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated, replaced and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.